Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. No watchdog alarm/anomaly was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to the blank display. Unable to confirm the unexpected restart error alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had condensation visible under the display and that it had alarmed for a reset error. The insulin pump then shut off and she could not get it to turn on again. She only had one battery available, she removed it and reinserted it, and the screen was blinking and the insulin pump made a beeping sound, and then shut off again. The blood glucose reading was 308 mg/dl. The customer treated with manual injection and declined troubleshooting for high blood glucose. A small crack was noted at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.